Event description:
It was reported that the hcp had difficulty interrogating the implantable pump. The hcp was able to initially interrogate and update the pump, but a subsequent attempt to interrogate the pump to make additional changes was unsuccessful. Interrogation was attempted in a different room as was successful. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4): product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8840, serial# unknown, (B)(4).